Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The patient was admitted with a diagnosis of aneurysm of the (pcom) posterior communicating artery. During an embolization procedure, the orbit helical fill 3x6 coil fell off when filling the left pcom artery, the coil was lost into (mca) middle cerebral artery and blocked the blood flow. The coil was the second coil. Then, the doctor tried to use a micro-guide wire to hook it and pull out. During pulling out through aorta, the coil was lost again and finally was found in the left renal artery. Then, another one was used to complete the procedure. The patient was discharged and so far, the patient is fine. The sample and film will be returned for evaluation. Additional information indicated that constant fluoroscopy was performed during positioning. However, the coil dislodged after the coil detach and the physician removed the dcs, he found the coil dislodged. Pressure was not applied to the dcs syringe, and was not the cause of the dcs coil falling off. No resistance was noted at any time with the microcatheter or anatomy. The microcatheter was not an ev3. No additional torque was applied to dcs delivery system during adjustment to insert in the aneurysm. Constant flush was maintained through the microcatheter. The anatomy was not calcified or tortuous. The aneurysm diameter was 5mm and the neck size was 2mm. Prior to shipping, no other issues were noted with any part of the product being returned (bends, cracks, broken area, filter or delivery guide wire damage (stretched, kink, damage of any kind, etc).